Event description:
On (B) (6) 2008, the patient reported that while changing her insulin cartridge the plunger became stuck to the piston rod and approximately 20 units of insulin spilled into the cartridge compartment. She stated that she pulled the insulin cartridge out of the infusion device. She was educated on the proper technique for removing the insulin cartridge. The patient was instructed how to remove the plunger from the piston rod and how to dry the cartridge compartment. She then inserted a new insulin cartridge and primed the infusion tubing. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.